Event description:
Pt had had her distal patella resected and repaired along with cerclage wire to hold patella distally on 7/5/94. She was seen on 7/26/94 & could not extend her knee. X-rays revealed the wire had failed & the patella retracted proximally. The pt had an exploration of the knee extensor mechanism and repair on 7/27/94.